Event description:
The customer reported to olympus that the evis lucera elite video system center dust removal reported e30, suspected that blowing dust caused the motherboard connection cable to be loose. The event occurred during reprocessing. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that 290 serial scope could not be recognized. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the 290 serial scope not being recognized due to defective printed circuit board, additional findings were as follows: the internal board was aged with smudge. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.